Event description:
The account's engineer alleged that he cannot engage the brake on this bed. He has tried adjusting the brake steer linkage, but the problem remains.

Manufacturer narrative:
The technician found the brake will not set on right side, but will on left and all four casters will lock . He has looked at linkage and it seems fine. Repairs have not been completed.